Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of clamp issue - damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20086784 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp dehp free experienced a defective tubing clamp. The following information was provided by the initial reporter: while infusing chemo, and after completed, nurse opened pump door and safety clamp did not engage. Staff reports this has happened a few times before. Unable to keep tubing as it had chemo in it, and could not be saved.